Event description:
It was reported that after a surgical procedure conducted at the user facility the screws and lens were found to be missing from the device. No impact the patient or medical interventions were reported.

Manufacturer narrative:
Additional information: the reported event that there are missing screws and lens cover was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that after a surgical procedure conducted at the user facility, the screws and lens were found to be missing from the device. No impact the patient or medical interventions were reported.